Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check therapy pad messages; adjust check belt messages) has been confirmed. Upon eval, it was discovered that component u903 (unity gain ip amp buffer) on the computer/analog (ca) board was defective. A mux (multiplexing device) takes samples from various signals on the ca board. The mux allows for multiple signals to be sent at one time in a single signal. Component u903 converts the current output from the mux to a voltage output. U903 protects the mux signal by creating a high impedance signal. Defective u903 caused the ECG reference voltage to be pulled to a low value. As a result therapy electrode errors, cap voltage errors and discharge profile errors were generated. The root cause for the defective u903 cannot be positively identified, but is likely a result of random component failure. No adverse event resulted from the defective component. The pt received a replacement monitor. No problems were discovered with the pt's electrode belt.

Event description:
A (B)(6) old, female pt, contacted zoll customer support to report that her device was alarming to check therapy pads. The issue could not be resolved over the phone so the pt was issued a replacement monitor and electrode belt.